Event description:
Per the clinic, the patient experienced pain and skin overgrowth at the abutment site. Treatment with steroid injection and oral antibiotics (specific date and duration not reported) was unsuccessful. Subsequently, the patient underwent two different procedures, the first on (B)(6) 2024, and the second on (B)(6) 2024, to remove the granulation and abutment. The implanted device remains.